Manufacturer narrative:
(B)(4). The exact date of the event is unknown film review: a 15 second video during an angiography was reviewed. Due to the low resolution of the video, a detailed assessment of the film could not be performed. An aui stent graft system was seen implanted from just below the renals, into the right iliac artery. Per the calibrated catheter the approximate flow lumen diameter just below the renals was 18mm, 11cm lower measured 12mm in diameter near the aortic bifurcation, and ranged from 5 ¿ 9mm within the right iliac artery. The stent grafts, both renal arteries, and right iliac arteries were all patent. No clear endoleak or any other obvious stent graft issues were seen on this short video. The cause of the reported stent graft occlusion and patient infection could not be determined from this short video. Patient anatomy prior to implant was not available. The vessels appeared to be small, but it is unclear if this may have contributed to the occlusion.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The following month it was reported that there was stent graft occlusion and infection present. The patient recently presented emergently; the stent graft occlusion and infection were still present and the physician elected to surgically remove the stent grafts. Per the physician the stent graft occlusion and infection was most likely related to the index procedure performed at another facility. It was reported that five days following the explant procedure the patient expired. It was noted that the gas build up was a result of sepsis to infection.